Event description:
The customer reported via phone call that he recently had a blood glucose level of 36 mg/dl which paramedics were called to respond to. Customer reported that he was not transported to a hospital, just treated by paramedics. The customer stated that at the time of the incident, his sensor glucose reading was 100 mg/dl. The customer reported treating with orange juice. Customer stated that he experienced two to three low blood glucose events within two to three weeks. The customer reported that earlier on the day of the call, he woke up with a blood glucose level of 300 mg/dl and treated with the insulin pump. The customer also reported receiving a weak signal alert. Blood glucose level at the time of the call was 63 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.